Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulties appear to be due to inadvertent user error. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling. The acculink stent delivery system referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat the carotid artery. After placement of the accunet filter in the vessel, a buddy wire was advanced. The acculink stent delivery system was advanced over the buddy wire instead of the filter wire in error, resulting in the stent being deployed over the filter wire. This caused the filter wire and filter to be wedged behind the stent. During retraction of the open filter from the anatomy, the deployed acculink stent implant became damaged. The patient was sent to surgery for removal of the damaged stent. No additional information was provided.